Event description:
Manufacturer's representative reported the intrathecal catheter was explanted and replaced after an implant duration of 44 months due to occlusion. Specific patient symptoms, or device troubleshooting prior to replacement surgery were not reported. The patient was being treated with 4000mcg/ml baclofen at an unspecified daily dose for treatment of intractable spasticity due to a cerebral palsy diagnosis. The explanted catheter was returned to the manufacturer for analysis. The implanted infusion pump was also explanted and replaced during the same surgery , refer to: manufacturer report number 6000030-2006-02313.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.